Event description:
It was reported that the iqvia technician was onsite to do the alarm 113 (reduced water temperature control) field action in an arctic sun device, it was identified that the software was not writing to the log files. All system and operational event logs were blank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite to do the alarm 113 (reduced water temperature control) field action in an arctic sun device, it was identified that the software was not writing to the log files. All system and operational event logs were blank.